Manufacturer narrative:
Submit date: 01/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states unit failed self test and shut down. Pump quit working and will not feed.

Manufacturer narrative:
Additional information was provided to medtronic by the customer on 01/10/2017 confirming that the device did not have intermittent power. Therefore this complaint will be voided and no additional investigation results will be sent.